Event description:
The hospital reported that during the saphenous vein harvesting procedure, the balloon popped on the short port. A second port was used to complete the procedure. No patient complications were reported.